Manufacturer narrative:
Concomitant medical products: dw1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited adhesion to the right atrial (ra) lead. The right atrial (ra) lead exhibited dislodgement. The implantable pulse generator (ipg) exhibited short pause of no pacing. The leads were explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.